Manufacturer narrative:
Concomitant products: product ID 748951, serial# (B)(4), explanted: (B)(6) 2013, product type extension; product ID 74001, serial# unknown, implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type adapter; product ID 3550-29, product type accessory; product ID 748951, serial# (B)(4), explanted: (B)(6) 2013, product type extension; product ID 74001, serial# unknown, implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type adapter. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 748951, serial# (B)(4), explanted: (B)(6) 2013. Product type: extension: product ID 74001, serial# unknown, implanted: (B)(6) 2012, explanted: (B)(6) 2013. Product type: adapter. (B)(4). (B)(6). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received reported that the patient had a revision of the connections between the extension and the adaptor and between the adaptor and implanted device on (B)(6) 2012. This reportedly did not solve the problem and the situation got worse. It was noted that the problem seemed to come from the ipg pocket. It was further reported that the surgeon decided to replace the entire system, both the extensions and implanted device, as a precaution. It was also noted that testing was done on the on and off switching by putting pressure on the device and it was noted that there was no problem.

Event description:
It was reported that the implantable neurostimulator (ins) was explanted due to stimulation and therapy issues including intermittent stimulation, loss of stimulation/therapy, and shocking/jolting sensations. It was noted that the extension and the adapter were also explanted. It was stated that the stimulation was "unpleasant" and painful, so the patient switched off the stimulation. The device reportedly had to be charged "more frequently" and the stimulation "could be switched on and off by simple pressure on the ins." The patient was reported as live, but was hospitalized. It was stated that the patient's symptoms included pain and burning sensations at the device pocket and stimulation target areas (i.e., lower back and legs). Additional information was requested but not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.